Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On the same day the sensor was inserted, the patient self-treated with insulin prior to a meal and the cgm reading decreased faster than normal, went from 72 mg/dl to 67 mg/dl and the patient lost consciousness. Her boyfriend treated the patient with a glucagon injection and the patient recovered. At the time of the report the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.